Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 500 mg/dl. The customer did not provide the specific treatment for the high bg; however, stated that it took 2 days to resolve as only boluses for food are used. The customer reverted to using daily insulin injections to manage diabetes.